Manufacturer narrative:
The device history records could not be reviewed as the lot number was unk. The filter has been returned. The eval is currently underway.

Event description:
It was reported that two days post filter implant, the pt presented with chest pain. Three days later, the pt was diagnosed with pe after identifying a large clot in the pt's left lung. Additionally, the filter appeared to have migrated caudally by approximately 1 cm, was tilted approximately 10 degrees and one of the filter arms was at an 80 degree angle, perforating the cave wall by approximately 5mm. The physician decided to retrieve the filter. The first retrieval attempt was unsuccessful. The filter was successfully retrieved the following day. The pt was placed on anticoagulation therapy and is doing well.